Manufacturer narrative:
A ge service representative performed an on site investigation. The table rails and the film cassette holder were cleaned and lubricated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 2800 system had an intermittent table motion error during a case. The procedure was completed. No patient injury was reported.